Event description:
It was reported that while removing disc fragment, the tip of the 2mm upbiting micropituitary was broken. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.